Event description:
A customer contacted baxter's technical service center and the caregiver (cg) stated that during an alarm that would not clear on a home choice (hc), the cg replaced the heater bag with a new solution bag. The technical service representative (tsr) advised the cg the when starting over with new supplies all supplies need to be changed out and not just one solution bag. The tsr advised the cg to contact baxter if the hc alarmed so that a tsr could troubleshoot the alarm. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product issue, that is confirmed because it was reported during trouble shooting of an alarm situation, check lines and bags. The customer switched a heater bag only and continued therapy with rest of the used single use supplies. This is use error/poor aseptic technique. The lot number is unknown, therefore no batch review was performed. A labeling review found the labeling to be adequate for the use/user error identified in this incident.